Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap/reservoir locked properly during testing. Unit received with critical pump error upon battery installation. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found at force sensor flex connection to pcb1 board connector during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: cracked case on battery side, cracked case (battery tube), broken battery tube threads, pillowing keypad overlay. Pump alarmed critical pump after battery installation. Verified cause of critical pump error due to moisture damage to the force sensor flex wire and corresponding connector on pcb1. Cosmetic damage was confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed it was reported location of the damage is at the battery compartment. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was returned for analysis.